Event description:
It was reported that the pt fell and started to think something was wrong with his hip. When surgeon revised hip, he found a huge amount of blackened tissue in hip and a nearly football size cyst on his backside. Surgeon found that the adm insert and the metal head had dislocated from the hip, then the adm insert and the metal head dislocated from each other with the adm insert floating in the hip capsule while the 28mm metal head relocated itself back into the hip socket and mdm liner. Surgeon removed old cup and screws and implanted a new tritanium cup and screws. Surgeon decided to put a 36mm ceramic liner and a 36mm head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR numbers: 9616680-2012-00231 and 9616680-2012-00232.